Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The noise could not be reproduced. The lead was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.